Event description:
It was reported by the patient that the remote monitor would not begin the telemetry phase of the manual remote transmission. Troubleshooting steps included repositioning the antennae on the patient's chest and using a dry folded washcloth between the antennae and the heart device to create greater distance. The monitor had transmitted successfully previously. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.